Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported calibration not accepted and sensor glucose vs blood glucose. The customer reported hyperglycemia treated with insulin pump. The event involved product(s) mmt-7040a, mmt-1884, unomedical, mmt-342g. Troubleshooting was performed and customer has been using the insulin pump system within 48hrs of reported high blood glucose event and the auto mode/smartguard feature was not active at the time of the event. The customer reported blood glucose value of 340 mg/dl and sensor glucose value as 197 mg/dl. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-1884. No product return is required for unomedical. No product return is required for mmt-342g.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Sensor carelink additional investigation was performed for the cal error/ calibration not accepted alert. Unable to establish root cause of complaint from analysis. Upon review, the sensor performed within specifications and the cause could not be determined. It is unlikely that the sensor performance contributed to the reported cal error/ calibration not accepted alert. Sensor carelink additional investigation was performed for the sensor glucose vs. Blood glucose issue. No carelink bg data found within 1 day of sensor glucose vs. Blood glucose issue date for this complaint. Carelink investigation cannot be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.